Manufacturer narrative:
The insulin pump passed the displacement test alarm during the basic occlusion test due to protruded drive support disk. The pump was unable to verify motor error alarm due to compromised force sensor alarm error. The motor was tested outside the device and pass motor test. No unexpected black circle during testing noted. The battery display icon worked properly. No anomalies were noted. The pump was received with normal operating currents. No unexpected battery out limit noted. No unexpected failed battery test noted. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of a motor error alarm and delivery anomaly from the insulin pump. The customer's blood glucose level was 80 mg/dl. The customer stated that he fell on a rock while at work. The customer stated that he had multiple motor errors every single day. The customer stated that there is a black circle on the screen after clearing multiple alarms and he cannot access the reservoir setup option to rewind the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to revert to a backup plan per health care provider's instructions.